Manufacturer narrative:
There was no button error alarm noted on the insulin pump. The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 185 mg/dl. It was confirmed that the buttons were not working and the button error could not be deleted. The insulin pump has been replaced.